Manufacturer narrative:
(B)(4). This complaint is for a check supply line alarm. From the data within the complaint information, the root cause was not identified. Use error occurred after alarm and label review found no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted (B)(4) regarding a check supply line alarm that appeared on the homechoice (hc) unit during use. The technical service representative (tsr) assisted the home patient (hp) to re-break frangible, move clamp and rub line, flip bag and press go. The alarm repeated, so tsr recommended that hp start over with new supplies. Hp said she already changed the cassette. Tsr asked hp if she changed the bags as well and hp said no. Tsr explained that supplies are compromised and will need to start over with new supplies, including bags or she risks infection. No injury or medical intervention was reported.